Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported via phone call that the customer was hospitalized on (B)(6) 2015 due to (B)(6) infection that caused his kidneys to fail. It was stated that the customer had been in the hospital and then he had to go back to the intensive care unit on (B)(6) 2015. It was stated that the customer also suffered from congestive heart failure. Son explained that the customer's blood glucose level was 69 mg/dl when the paramedics arrived and then it went down to 39 mg/dl when they got to the emergency room. Customer's son reported that the customer passed away in the hospital on (B)(6) 2015. Blood glucose at the time of death is unknown. The customer was not wearing the insulin pump at the time of death. The insulin pump was disconnected prior to the customer being taken to the hospital. Customer's son agreed to return the insulin pump and requested the product to be sent back after analysis.